Event description:
A customer contacted beckman coulter inc (bci) in regards to a sample tube fell from the cassette and was lost under the sample aspiration module of the dxh 800 hematology analyzer. The test order for the patient was canceled by the physician after the results were not received from the lab. The tube was found later inside the instrument. The tube did not break or leak. There was no death, serious injury, or effect to patient or user.

Event description:
Caller tested 1.8 inr on the coaguchek xs system and 1.2 inr on an unspecified coaguchek system belong to a physician. Caller's coumadin dose was increased. No adverse event reported. Requested return of suspect system and replacement was sent.